Event description:
It was reported a device embolization and death occurred. A left atrial appendage (laa) closure procedure was performed. The anatomy of the laa was an anterior chicken wing shape. Transeptal puncture was performed mid and superior. Transesophageal echocardiogram (tee) imaging was difficult. Each deployment of the 27mm watchman flx laa closure device looked proximal on tee, but the fluoroscopy imaging looked ok. It was a little proximal, but not much. The tug test was performed and at least one half of the closure device was inside the laa. Compression was normal, so the closure device was released and the procedure was completed. A few hours post procedure, the closure device embolized out of the laa to the left ventricle. Surgery was performed to remove the closure device. That same day, the patient could not recover and unfortunately died.

Event description:
It was reported a device embolization and death occurred. A left atrial appendage (laa) closure procedure was performed. The anatomy of the laa was an anterior chicken wing shape. Transeptal puncture was performed mid and superior. Transesophageal echocardiogram (tee) imaging was difficult. Each deployment of the 27mm watchman flx laa closure device looked proximal on tee, but the fluoroscopy imaging looked ok. It was a little proximal, but not much. The tug test was performed and at least one half of the closure device was inside the laa. Compression was normal, so the closure device was released and the procedure was completed. A few hours post procedure, the closure device embolized out of the laa to the left ventricle. Surgery was performed to remove the closure device. That same day, the patient could not recover and unfortunately died. It was further reported that the procedure occurred at noon and the patient was indicated as not eating or drinking prior to the procedure. The shoulder of the watchman flx was noted to be 1/3-1/2 in 90 & 135 degree view after implantation.

Manufacturer narrative:
B3 - date of event: corrected from (B)(6) 2022. B5 - describe event or problem: updated. D6a and d6b - implant date and explant date corrected to (B)(6) 2022.